Event description:
Problems were encountered with the locking functionality on three 6fen, fenestrated low pressure cuffed tracheosctomy tubes. The device usage on these three events, ranged from immediately to less than one month after insertion. It is unknown if the devices were tested prior to insertion or what type of trach tube care was performed. There was one pt involved with no reported pt compromise. Only one of the 6fen devices is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the 6fen device has not been received by the MFR.